Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. During a transseptal puncture (tsp) procedure utilizing a watchman trusteer access system (was)sheath and versacross connect tsp system, the physician attempted access at an inferior/mid-septal location. Due to the fibrotic nature of the septum, the was sheath and dilator could not be advanced across the septum. The physician decided to reposition and reattempt the tsp at an alternative site, which required multiple resets to the superior vena cava (svc) and subsequent dropdowns to the septum. During this process, the was trusteer sheath and connect system were removed for reshaping to improve reach. At this time, the transesophageal echocardiography (tee) operator, performed a sweep to assess for pericardial effusion and identified a right atrial effusion extending toward the right ventricle. An emergent pericardiocentesis was performed, and approximately 700cc of blood was drained and auto-transfused back to the patient. Despite this intervention, the effusion continued to enlarge, accompanied by hemodynamic deterioration, including hypotension, tachycardia, and narrowed pulse pressure. Continued pericardial drainage was performed to stabilize the patient. The patient had initially received 5000 units of heparin for procedural anticoagulation. This was reversed with 50mg of protamine in response to the effusion. A cardiothoracic surgical consult was initiated. After assessment, it was determined that the patient could not be safely transferred to the operating room without continuous manual drainage. The cardiovascular surgical equipment was brought into the cath lab, where an emergent sternotomy and effusion patch procedure were performed. The laa was ligated during surgery with a non-bsc device. The patient tolerated the surgery well, without further complications. The patient remains in the hospital and is expected to be discharged.